Manufacturer narrative:
Follow-up # 1 date of submission 12/27/2013-device evaluation: the pump has been returned and evaluated by product analysis on 11/27/2013 with the following findings: the keypad cover was returned torn over the down arrow keypad button. All buttons responded appropriately during testing. The keypad cover was removed and evidence of contamination was found under all key contacts. Unrelated to the complaint, evaluation revealed a dim and discolored display screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed that the display was dim, fading and discolored. There was contamination under all of the keypad button contacts. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 11/18/2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/18/2013 with the following findings: evaluation revealed that the ok keypad symbol was torn over the down arrow button. All of the keypad buttons responded appropriately. The keypad was removed and contamination was found under all of the key contacts and connections. Evaluation also revealed that the display screen was dim, fading and discolored. A test display was used for investigation and was found to function appropriately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).